Event description:
It was reported that the lower switch assembly was defective and the device was shutting off intermittently. No patient involvement was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual inspection was performed. Visual inspection found that the problem could not be duplicates. The root cause of the reported issue was found to be unknown as the device functioned as intended. D5 and e4 is unknown.